Event description:
The patient received her scs system which included percutaneous leads on (B) (6) 2009. The leads were implanted in the occipital area (off-label placement). It was reported to ans on (B) (6) 2010 that the leads had migrated. The physician performed a revision on (B) (6) 2010 to reposition the leads. No new devices were required and no product will be returned to ans for evaluation. Follow-up on the patient found that she is receiving adequate stimulation after the revision.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.